Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) controller was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed four (4) controller fault alarms logged on 12/01/2017. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The most likely root cause of the reported event can be attributed to a leaky diode. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple controller fault alarms. The controller remains in use. No patient complications have been reported as a result of this event.